Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after implantation of an initial left vanguard cr knee everything seemed ok. The counting of instruments was correct. Post-op x-ray showed a small screw in the capsule posteromedial. Or does not know where it came from. They checked all vanguard and other instrument sets, but were unable to find the instrument where the screw was missing. There was no further medical intervention. Surgeon wants to wait for 3 months and if the screw moves or patient has complaints, he will try to get the screw out and change the liner. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR could not be reviewed, as the part and lot numbers were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: metallic screw seen in the joint space, posteromedial to the distal femoral hardware component. The donor site of the isolated screw is not known. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.